Event description:
Pt with a history of end stage renal failure, s/p cardiac surgery 9/02. The pt had a complicated post-operative course, including multiple bronchoscopies. The pt subsequently developed a necrotizing pseudomonas. The pt died as a result of multisystem organ failure.